Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported on 07/01/2017 she just got peritonitis and the solution was cloudy. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed the patient developed an episode of streptococcus oralis peritonitis per the patient's culture reported. The pdrn stated the cause of peritonitis was breach in aseptic technique (not wearing mask).the patient's treatment included vancomycin for 2 weeks. Medical records were requested.

Manufacturer narrative:
Conclusion: although a temporal association exists between ccpd therapy with fresenius products and the patient experiencing drain complications/patient line is blocked error message with notable cloudy pd effluent and concurrent streptococcus oralis peritonitis (without reported hospitalization), there is no documentation that indicated a causal relationship between fresenius products and the adverse events. The etiology of peritonitis is likely related to a breach in aseptic technique during ccpd treatment at home (reportedly not wearing a mask) as reported by the pd nurse. The bacteria streptococcus oralis is a known bacteria in the human mouth which supports the rationale for likely cause of peritonitis relating to the patient not wearing a mask during ccpd treatment. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 the peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy reported experiencing drain complications/patient line is blocked error message with notable cloudy pd effluent during ccpd treatment on (B)(6) 2017 and stated she ¿just got peritonitis¿. On (B)(6) 2017 the peritoneal dialysis (pd) nurse confirmed the patient was diagnosed with peritonitis without reported hospitalization and stated the etiology of infection was related to the patient was not wearing a mask during ccpd treatment. The pd nurse further reported the patient had a culture performed which was positive for streptococcus oralis. The patient was reportedly being treated with the antibiotic vancomycin for 2 weeks outpatient.